Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Consumer e-mail stated the brush broke during use. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated the brush broke during use. No injury was reported.